Event description:
It was reported, "during surgery for fractured left hip, bipolar arthroplasty, howmedica surgical simplex cement was utilized. Approximately two to five minutes after insertion of cement, patient became agitated progressing to unresponsiveness. Patient intubated and resuscitated successfully. Incision closed & patient transferred to ICU with vital signs stable in serious condition. In 2006, at 01:06 am, the patient died of intraoperative bone cement implantation syndrome with acute cardiopulmonary collapse."